Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 29mm epic valve was implanted in the patient. On (B)(6) 2026, an increased pressure gradient and a mitral regurgitation (mr) was noted in the echocardiography. The valve was removed and a device from another company was used as an alternative device instead. The explanted device showed findings that appeared to be consistent with a tear. The patient status was reported to be stable.